Event description:
A customer reported obtaining unexpected negative reactivity on galileo echo (B)(4).

Manufacturer narrative:
A review of the image result files showed that cell 3 of the initial antibody screening assay resulted as negative, but visually appeared positive. The customer was made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results. The initial sample was submitted for investigation. The sample resulted as negative with all antibody screening and identification assays on the echo. In-house testing also confirmed the presence of the fya antigen on retention and returned product.